Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6/pcb 1 connector. Unit also alarmed power loss, low battery and replace battery now due to resistance issue at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, pump was monitored and functioned properly. Pump received with scratched case, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that by the customer's father that the insulin pump was turning off without warning. It was reported that even with new battery change, the insulin pump alarmed place new battery. The customer was not with the father at the time of the call and alarm history was not checked until the father called back. The insulin pump's history indicated multiple power loss and replace battery now alarms. It was reported also that the insulin pump kept turning off without warning and the reset internal battery failed. It was reported that the customer's father was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.